Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/03/2024, a sales representative reported via phone that an ar-1588rt-ib tightrope ii rt had an issue during the final tensioning of the graft. The tightrope broke underneath the button and was frayed. It was stated when they took the tensioning strands and pulled back and forth, they were sliding and not tensioning down. There was no damage to the sutures above the button. All sutures to the button were removed from the patient. The case was completed using ar-1588btb-2j tightrope® ii btb without issues. The case was delayed 15-25 minutes with additional anesthesia administered. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.